Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 28 staples remaining in the cover block, indicating that at least 7 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first two staples fired properly. The next two staples did not release properly. The following six staples fired properly. The remaining staples were successfully inserted into a simulated skin pad. It was observed that biological material was present at the front of the device where the staples are ejected. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It could not be determined what exactly caused the staples to fail to release. Per DHR the product visistat 35r 6/box lot # 73b2200012 was manufactured on 02/01/2022 a total of (B)(4) pieces. Lot was released on 02/14/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to fail to release. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staples appeared to be properly aligned. Upon functional inspection, two staples failed to properly fire and release. The sample was disassembled, and die casting anomalies on the forming tool were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. It could not be deter mined what caused the staples to fail to release. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: it was initially reported that hcp found failed to fire staple during inspection prior to use on patient. Additional information indicates the device was in use. There was no injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: it was initially reported that hcp found failed to fire staple during inspection prior to use on patient. Additional information indicates the device was in use. There was no injury.